Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right ventricular (rv) lead was fractured. The rv lead was not used and was replaced with an implant from the right side. No patient complications have been reported as a result of this event.